Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that he device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The caller stated that she had ketones for a few days before her admission. The caller was treated with the insulin pump, but her glucose level did not go down. Then the customer treated with an insulin pen and still her glucose level did not drop, had headaches and stomach aches. The mother took the customer to the emergency room and found that her glucose level dropped to 45mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to run a manual prime test and the insulin did exit. Reviewed the alarm history and noticed several low reservoir, low battery, and no delivery alarms. Assisted the customer to run the high pressure test and the test failed. No further information was provided.